Manufacturer narrative:
Updated fields: b4, d9, g, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they inspected the trolley, console cover and locking mechanism. The fse found the position of the handle pin was not fully engaged. The fse adjusted the component and the unit passed all functional and safety tests.

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) locking mechanism is broken, hybrid console is stuck inside the base reported by phone. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.